Event description:
Customer's family member dosed customer with humalog as customer had a reading of 259 mg/dl. Customer ate dinner at 9:00 pm and completed a blood test with an unknown result. Six units of lantis were administered then pt went to sleep. At 5:30 am, customer began choking while unconscious. Family member administered glucagon and then checked blood glucose with a result of 54 mg/dl. Thirty minutes later, a reading of 103 mg/dl was received. Paramedics arrived and received a reading of 36 mg/dl. Customer was taken to hospital and kept overnight to stabilize. Intravenous treatment was provided.